Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. While prepping the 2.25x32mm taxus liberte stent, it was noted that one of the struts was defective. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)